Event description:
The customer reported erroneous low wbc (white blood cell) counts were obtained when using the coulter act 5diff cap pierce (cp). The low recovery for wbc was on quality control samples, and a single patient sample. Erroneous results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed low wbc recovery and determined the differential scatter plot for each run showed only one cell population. The fse checked the count syringe vacuum and found that it was running low. The fse bleached the wbc and rbc (red blood cell) count pathways and the sample probe. This increased the count vacuum reading; however did not resolve the issue. The fse returned the following day, and upon observing the sample movement, he found that the sample probe was not properly aligned over the baths. The fse cleaned the vertical and horizontal guide rods and tubes resolving the low wbc recovery. He also lubricated the differential syringe motor as preventative maintenance. Identification of failure mode: the cause of the result discrepancy is related to a misaligned probe. The failure mode identified is likely to impact any cbc (complete blood count) or differential parameter due to improper dilution of the sample aspirated. Product labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.